Event description:
The pt was being ventilated at a rate of 15bpm, I time, 4 seconds, inspiratory flow 4 lpm, pip 18, peep+ 5, fl02 21%, with the pressure limit at 25 cmh2o. The ventilator was turned off for two hrs while the pt was having a CT scan. When the pt was returned from CT scan the ventilator was turned on and its "failed to cycle" alarm activated and the ventilator would not cycle. There was gas flow and the CPAP mode was available but there was no monitoring. Turning the power off then on changing power outlet did not correct the problem and the ventilator was removed from service.